Event description:
Customer called to report a bloody leak under the coulter lh750 hematology analyzer, which was noticed after the instrument had been in shutdown mode overnight. The field service engineer (fse) inspected the instrument and found that the cup of the probe wipe rinse block was cracked. The fse replaced the probe wipe assembly and verified the repairs per established procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the leak is attributed to a broken rinse wipe cup; the issue was resolved with the services performed by the fse. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)